Event description:
Additional information received indicated that the device was explanted and replaced due to normal end of life (eol). The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. It was suspected that the device had gone into backup mode due to normal end of life (eol). A device replacement procedure is anticipated and the patient was stable with no consequences.